Event description:
Information rec'd with returned product indicated the device was explanted due to nonfunctioning of system". Attempted follow-up with health care provider was unsuccessful. Devices were returned to MFR for analysis.